Event description:
Co interviewed the orthopedic resident who performed the surgery and he did not realize the screwdriver was broken at all. Co noticed the break following the surgery while reviewing the implants and instruments. This event did not occur during a surgery.